Manufacturer narrative:
Product event summary: product performance information was obtained, analyzed, and high resistance/impedance was noted. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012. The weekly pace lead trend data shows an increase for minimum and maximum ventricular pace impedance from 437 to 2071 ohms peak between (B)(6) 2012 and (B)(6) 2013.

Event description:
It was reported that the patient had nonsyncopal bradycardia due to loss of capture from the right ventricular lead. The lead was also noted to have increased impedance that triggered a patient alert. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had nonsyncopal bradycardia due to loss of capture from the right ventricular lead. The lead was also noted to have increased impedance that triggered a patient alert. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.